Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer turned the pump off for approximately two days while awaiting supplies. Reportedly, the customer turned the pump back on and began using the pump without verifying the date setting was correct. On the day of the report, the customer observed the pump date had been reset to (B)(6) after being turned back on. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with correcting the date setting.